Manufacturer narrative:
This initial and final report is being submitted to FDA for a reportable event that occurred outside the USA. Note: delayed emdr submission was due to FDA esg webtrader account system software issues, per FDA esg help desk ticket # 352650. Hoya due diligence is documented under internal issue-0807. Uveitis is indicated as a potential adverse event related to iol implantation as covered under the warnings section of the product's instructions for use (IFU). The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. No abnormalities were found in the production and inspection records of the product. (Serial no.: (B)(6); model: 255). There were not any abnormalities on the sterilization records of the lot. (Tm069) this case was reported that the used ovd is 'unknown'. The exact root cause of the event was not determined. However, based on available information, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Event occurred in china it was noted that ovd used was listed as "unknown." Post-operative complications; post-operative infl ammation, ciliary irritation this patient developed post-operative inflammatioafter the surgery. Because the patient had previous ciliary irritation (which occurred shortly before the surgery), the doctor also considered that the postoperative inflammation was not related to the product. Product remained in eye after clinical assessment; patient health not impacted; patient has recovered and is fine.